Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level felt little dizzy. The customer's high blood glucose level was 400 mg/dl and treated it with manual injection and bolus. It was reported that sensors was not inserted and customer was not able to turn off the sensor. The customer reported that needle hub assembly did not removed from sensor base before starting insertion process. The customer reported that the auto mode feature was not active and automatically not adjusting insulin at time of event. The insulin pump will not be returned for analysis.